Manufacturer narrative:
The root cause of the customer's experience of a free flow event was not identified. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the physician noted propofol pooling on the floor and changed the pump channels thinking that this would help. There was no report of patient involvement.